Event description:
Tibial template disposable ijig provided with the itotal implant system was the incorrect size.

Manufacturer narrative:
Tibial template disposable ijig provided with the itotal implant system was the incorrect size. There was no adverse effect to the pt.